Event description:
Clinical trial. Same patient as MFR#6000089-2006-01859 it was reported that 1459 days post index procedure, a caucasian male underwent treatment with the study device as part of the clinical study. The target lesion was located in the mid rca with 90% stenosis, a length of 25mm and a reference vessel diameter of 3.5mm. The target lesion was pre-dilated and a 3.5 x 32mm stent was implanted and post-dilated with 0% residual stenosis. On day 1459, the patient was admitted to the hospital with angina. Cardiac catheterization revealed 40% stenosis in the prox rca, 40% stenosis in the mid rca and 70% stenosis in the dist rca. No intervention was performed. The physician noted it was unk if the serious adverse event was related to the device. The event was reported as resolved the next day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.